Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006, the patient was implanted with a bard/davol ventralex hernia mesh during a surgical procedure for repair of a ventral hernia. On (B)(6) 2014, the patient underwent a surgical procedure to remove the mesh due to persistent abdominal pain. The mesh was removed in its entirety. The attorney's report alleges severe pain and permanent injury.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.